Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) catheter burst, the unit was swapped out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields : h8. Updated fields: b4,d8, d9, e1( initial reporter , event site name ), d10, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Due to character restriction in block e1: (B)(6). At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.